Manufacturer narrative:
No report of procedure delay or cancellation. The facility confirmed the biological indicators present in the cycles prior to and following the event evidenced passing results. The chemical indicator present in the cycle subject of the event evidenced passing results. Instruments present in the cycle with the broken biological indicator were utilized in patient procedures. The user facility followed their facility protocol and no adverse effects were reported. The user facility stated after running a sterilization cycle, a user facility employee retrieved the steris verify v24 self-contained biological indicator from the sterilizer and experienced a burn on her fingers. The scbi which was used was identified to be damaged, allowing hydrogen peroxide to become trapped within the media of the ampoule. The user facility confirmed that the employee was not wearing proper ppe at the time of the reported event. The v-pro max operator manual (1-2) states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." Steris quality inspected the retains of the lot number and confirmed there was no evidence of damage. The DHR was reviewed and no abnormalities were identified. The steris verify v24 self-contained biological indicator instructions for use states "caution: in some instances, residual hydrogen peroxide may be trapped within the media of a damaged ampoule. Should this occur avoid direct contact with the scbi and its contents. Place entire test pouch and its contents into a steam compatible container and dispose according to the instructions at the end of this document." And "caution: always wear gloves when handling the scbi." A steris service technician inspected the sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer was identified. A steris account manager offered in-service training; however, the user facility has declined this offer.

Event description:
The user facility reported an employee obtained a burn when removing a broken steris celerity hp self-contained biological indicator from a v-pro max sterilizer following a completed sterilization cycle. The employee washed their hands with soap and water and returned to work.